Event description:
It was reported that the patient ams ambicor penile prosthesis (app) would not inflate and caused the pump not to function due to fluid leak from the cylinder. The entire app was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.